Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a faulty lcd. In addition, j6 connector is not latched, which connects the instrument board to the lcd display module. It is possible that with j6 not latched that the lcd display could be intermittent or behave abnormally. The unit was returned without a battery; as such the reported "bad battery" issue cannot be investigated. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues.

Event description:
The customer reported: "bad display, possible bad battery". No information regarding patient impact or involvement was reported.